Event description:
It was reported that the insulin pump alarmed button error and a blank screen. The customer's blood glucose was 90 mg/dl. Customer states he removed the battery and reinserted it, but received another button error. Advised customer to discontinue use of the insulin pump because, it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, or blank display was noted. The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.